Event description:
In 2003, the pt was treated with a gore excluder bifurcated aaa endoprosthesis. A follow-up CT scan of the abdomen and pelvis in 2007 showed a "stent in a markedly-dilated aorta... No evidence of leak from the stent." According to info received by gore's medical device tracking system, the pt was last seen about one month later, where continued aneurysm growth is noted.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. A review of the mfg records for the device verified that the lot met all pre-release specifications. Aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. Evidence supporting this hypothesis has been gathered during surgical conversions, translumbar punctures of the aortic abdominal aneurysm, and laparoscopic exploration of aortic abdominal aneurysm sac contents. Due to these observations gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The device used in this particular case was the original gore excluder bifurcated endoprosthesis.